Manufacturer narrative:
The user had noticed that the rollator wheel had some free play / gap. The user was supported by the rollator, when the wheel comes off. The user didn¿t suffer any injuries.the banjo is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.the alleged incident occurred in (B)(6).

Event description:
The user had noticed that the rollator wheel had some free play / gap. The user was supported by the rollator, when the wheel comes off. The user didn't suffer any injuries. The banjo is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).